Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Oekg checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine maintenance it was found that the control section of the subject device had leakage. During the incoming inspection for repair at the service department of olympus (B)(6), it was found that the bending section rubber had damage and had been partially missing, also the coating of the insertion tube had been partially peeled off (more than 4mm length). There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc surmised that the peeling of the coating of the insertion tube was attributed to physical stress and/or chemical stress, and the damage of the bending section rubber was attributed to physical stress such as interference with sharp object and so on. The instruction manual of the subject device states measures for reduction and prevention of the reported phenomena and appropriate method for detection of the reported phenomena. If additional information becomes available, this report will be supplemented.